Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008k2 machine that showed a uf rate error with an audible alarm during a patient treatment. The patient was reportedly moved to another machine and completed treatment without injury. Upon follow-up with the biomed, it was confirmed that the patient was transferred to another machine, where they completed treatment with no injury, adverse event, blood loss, or medical intervention. The biomed confirmed that they reset the uf parameters to resolve the issue and return the machine to service. The biomed confirmed no parts were changed on the machine to fix the issue. Additional patient information was requested, but was not available. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The biomedical technician confirmed they reset the uf parameters to resolve the issue and return the machine to service. The biomed also confirmed that no parts were changed on the machine. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.